Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum and that the touch screen was cracked, unresponsive and unreadable. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 525 mg/dl. Customer was treated with intravenous fluids of saline, zofran and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.